Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an implant procedure, a break in the lead insulation was found on the right atrial (ra) lead. This caused failure to sense on the ra lead. The ra lead was not used and an new ra lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were insulation damage and failure to sense. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found the outer insulation cut at the suture tie region. The cause of the reported event of insulation damage was consistent with procedural damage. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that there was no documentation of user error, and there was no allegation of malfunction according to the physician. The patient's weight was unknown.